Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that a staff member of the hospital was accessing the electric box to set up a new line on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer site. Siemens confirmed that the versacell x3 system was the only system affected and damaged beyond repair. Siemens concluded that the hospital's electrical department was working on the electrical system that provided power to the versacell x3 system. The instruments connected to the vesacell x3 were not using the same power line and were not affected. Siemens confirmed that the versacell x3 system was replaced with a new one and has been operational at the customer site. The system was verified and operating as intended. No further evaluation of the device was required.

Event description:
The customer informed siemens that smoke emitted from inside the versacell x3 system. The customer did not observe flames from the system and contacted the fire department. The customer informed that no one from the staff was injured or harmed due to the event. There are no known reports of adverse health consequences due to the smoke emitted from the versacell x3 system.